Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter addr 1: (B)(6).

Event description:
It was reported prior to using the paxgene® blood rna tube there was foreign matter inside the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm, based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported prior to using the paxgene® blood rna tube there was foreign matter inside the tube. There was no report of impact to the patient or user.